Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported the device displayed no disposable pump won't run- alarm. Alarm silenced and settings reviewed. Pump turned off, tubing clamped, and cassette removed. Air bubbles noted. Tubing massaged and cassette tapped on hard surface. Cassette reattached, tubing unclamped and pump turned on. Pump restarted and display now reads run. Patient accidentally reset res. Vol. To 101ml, she states that it was 10.9ml when alarm began. Patient understands that she has approx. 5 hours remaining in her infusion. Confirmed her disconnect appointment for this morning. No patient injury was reported.